Manufacturer narrative:
Weight- unk, race- unk, ethnicity- unk, (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -15.00/3.5/076 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was explanted in a second surgery on (B)(6) 2022 due to excessive vault and angle closure with elevated iop (45mmhg assessed on (B)(6) 2022). On (B)(6) 2022 a shorter length lens was implanted. This resolved the problem. Cause of the event is reported as unknown. Reportedly, patient is very happy with the new vision.